Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy fluid and was suspected of having peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized and treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. The outcome of the event was not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.